Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, lot# unknown, product type: lead. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins). It was reported the caller spoke with a patient a few years prior about the device. The caller stated the patient said their first device did not work but the caller did not know any specifics. It was reported the first device did not work "right away" and was readmitted to get replacements of the leads "or something" but the caller reported they did not know specifics.